Manufacturer narrative:
Expiration date: updated, manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that during coil embolization of a hepatic aneurysm after inserting 25 coils (non-stryker devices), the subject coil was inserted into the non-stryker microcatheter and the coil prematurely detached. The subject coil and the microcatheter were removed. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of a hepatic aneurysm after inserting 25 coils (non-stryker devices), the subject coil was inserted into the non-stryker microcatheter and the coil prematurely detached. The subject coil and the microcatheter were removed. There were no clinical consequences to the patient.